Event description:
It was reported that, during a meniscus suture in the right knee, the deployment of the ultra fast-fix's t2 had a problem. The t1 implant was left secured in the patient, and t2 was removed by suction. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). H10 b5 and h6: event description and f codes updated.

Event description:
It was reported that, during a meniscus suture in the right knee, the deployment of the ultra fast-fix's t2 had a problem. The t1 implant was removed, however, it is unknown how, and t2 was removed by suction. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in original packaging with the batch number of the complaint on the label. The t1 was returned off the needle but attached to the suture. The t1 has evidence of being handled with a sharp instrument such as a grasper. The t2 and suture were returned on the needle. The t2 shows no defect. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will not extend far enough to push the t2 off the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.